Event description:
While using this product over the past year, I have been unable to wear contact lenses without severe eye pain. After wearing contacts for only a few minutes my eyes become red, painful, and very sensitive. It feels as though there is something on my lens, irritating my eyes. The redness is particularly noticeable around my corneas. This redness and a slight pain tend to last for several days. Occasionally, my eyes become red and sore when I have not tried to wear contacts for many weeks. I first noticed these symptoms after accidentally falling asleep a few nights in a row while wearing my contacts. I thought it was the contact lenses that were affecting my eyes and so I did not wear them for several days. The problem came back as soon as I tired to wear lenses again. At times my eyes were also very teary. I was prescribed eye drops with a mild anti-inflammatory steroid lotemax to use for two weeks, however, they did not relieve the problem. The redness slowly went away, but I could still not wear lenses. I have used a new brand of lens solution and I have changed the type of contact lens I wear, silicon, but the symptoms remain.